Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) the touch on the screen does not work.

Event description:
It was reported that during start up, the cardiosave intra-aortic balloon pump (iabp) the touch on the screen does not work. There was no patient involvement.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer evaluated unit and confirmed the touchscreen does not work at all. Fse replaced the touch screen and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.